Event description:
The pt underwent a trial procedure on (B)(6) 2011. During the procedure all contacts were invalid. Three different trial cables and two programming units were tried but were unsuccessful. The physician also repositioned the lead several times to no avail. Another lead was used to successfully complete the procedure.

Manufacturer narrative:
Eval: results: visual inspection using a microscope did not reveal any anomalies on the lead. Conductivity testing was performed and the lead failed due to an open circuit on channel 6. The damage was caused by repeated stress on the lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.